Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (add gel / replace belt messages) was confirmed. Per 91c0011, the cause for add gel messages was due to defective belt node to therapy electrode assembly. The root cause for the add gel messages was the defective bn to te assembly. There were no adverse events associated with the defective belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.